Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate reading after loading the cartridge. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the event.